Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial artery. A 300cm, 8cm poly tip v-18 control wire guidewire was inserted into the target lesion. However, the wire tip was left in the patient's body. The procedure was completed. No patient serious injury or adverse event were reported and the patient's status was stable.